Event description:
The facility's purchasing agent reported an infusion pump with an 807:00 failure. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.